Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a stimulation therapy issue with a pain stimulation implantable pulse generator (ipg). The patient experienced a "pop" inside the ribcage, followed by a vibrating sensation, and subsequently lost much of their ability to walk. The patient had not yet consulted a doctor regarding these symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the "pop"/stimulation in ribs was the pt was sitting watching tv. They charge the unit every morning and both settings at 100%. No trauma leading up to pop. They were experiencing immobility walking on incline and stair before pop. Since then they are losing mobility. No steps were taken, the rep has not responded. The issue has not been resolved, they are waiting for a new rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they were sitting watching t.v. And changed units to every morning to both settings at 100%. Patient stated there was no trauma leading to "pop". Patient stated they were experiencing mobility walking on inclines stairs before "pop". No steps taken at this time. Issue has not been resolved; patient waiting for new assignment.